Event description:
Report 3 of 3: it was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a discrepant patient result was obtained. First bd cor result was negative for hpv31 and positive for p2. Second bd cor result was negative for hpv31 and negative for p2. Third bd cor result was negative for hpv31 and negative for p2. Allplex result was positive for hpv 31. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.